Event description:
Information from endecor intl. Clinical trial database. After good evolution, suddenly aphasia + left hemiplegia. Tc normal arteriography severe vasospasm. Note: coil models used for this procedure are unk.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Another country's registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, another countries. Enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.